Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that while the ventilator was connected to a patient, the respiratory therapist(rt) changed the oxygen concentration from 100% to 99 % but the fio2 analyzer value read 44%. It was also noticed that the tidal volume also fell from 12-14 ml to 3-4ml. The nurse did not notice that the analyzer was reading 44%. The patient saturation fell to 75%. The nurse immediately increased the oxygen concentration back to 100% and the patient's saturation returned back to normal. The ventilator was later replaced with another one. The final patient outcome was no injury.importer reference # : cc-cpl-2016-00281manufacturer reference # : 1610mcc0725

Manufacturer narrative:
The reported decrease in o2 concentration is confirmed in received device logs showing that alarms for low o2 concentration were generated several times on the reported date of event. The logs show that ventilation, with lower than 100% o2, was conducted 13 times. The longest period covers 2 min and 48 sec. The exact time for when the patients¿ saturation fell is unknown. Test logs show that pre-use check (puc) was not performed before ventilation start. Several performed puc after the event failed in internal leakage test. Troubleshooting was performed by the hospitals¿ biomed. The air gas module, which regulates the inspiratory air gas flow to the patient, was replaced and returned for investigation. The reported failure was reproduced during simulated use testing of the returned air gas module. The gas module caused failures in puc. Alarms for high pressure, low o2 concentration and low expiratory minute volume were generated during ventilation. Ocular inspection showed that an edge of the damping material inside the gas module exerted pressure on the inspiratory solenoid and made it tilt slightly which affected the flow regulation and caused the reported failure. Since the end of march 2008 a change of the position of the damping material has been done to prevent reoccurrence of this problem. The returned air gas module was manufactured before this change(2007-06-11). (B)(4).

Event description:
(B)(4).